Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer had not been updated in several years. Analysis was able to determine that the update stopped at the "estimated time to completion" window. Programmer was found to intermittently shut down; the power supply was replaced. The handle covers were cracked and were replaced. The antenna cables were damaged, replaced antenna cables. Replaced radio frequency transceiver (rft) as a preventative measure. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.